Event description:
Boston scientific received information that a latitude red alert was detected from this system due to high pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional event information were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received that four months after the initial reported observation, this lead was still out of range pacing impedance measurements. This product issue will be updated if additional information is received.